Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not communicate with the analyzer; multiple analyzers were attempted to no avail. It was noted that it seemed as though there was no contact, and it had to be pushed as hard as possible for it to work. It was also reported that the power cord door was in need of repair. The programmer has been returned for repair, and it was requested that the software be updated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer did not communicate with the analyzer; the analyzer bay and flex cable were replaced as a preventive measure. It was also found that the power cord bay was broken, media bay door latch was broken, and one serial port standoff was missing. It was also found that the programmer failed the common mode/wrist electrode test. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.